Event description:
It was reported that the tip at the end of the subject device was cracked. The issue was observed during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an attempt was made to insert the device into the endoscope while using the guide wire. When the angle between the distal end and the guide wire was large as shown in the following figure, the device was inserted into the endoscope. A force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.